Event description:
A user facility reported that a pt was experiencing dysphotopsia following an intraocular lens (iol) implant surgery. The surgeon has tried several different types of treatments but none have been successful, at this time. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. Additional info has been requested. A completed questionnaire has not been received. (B)(4).